Event description:
According to the reporter, during an emergency cesarean section due to placental abruption and impending uterine rupture, after the fetus was delivered and the placenta was removed, the device was used for uterine suturing. However, after the first stitch, the needle and thread were detached. Another suture was then used, but the same issue occurred. This issue caused increased incision bleeding of no more than 500 milliliters and the surgical process was extended for more than 30 minutes. To resolve the issue, a separate large round needle was used.

Manufacturer narrative:
D10. Concomitant products: cl-915, cl-915 polysorb, 1 vio 90cm gs24 x36 (lot a4g1623y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.